Event description:
It was reported that "during craniotomy, the (tool) broke off while it was being used to open a pilot hole, and the broken tip was dropped into the skull. Using an imaging system, the location was identified and the tip was successfully removed, causing no adverse effect to the patient. The rest of the operation was performed using an alternative device and completed with some delay, but the extended time period is unknown." On follow-up, it was confirmed that there was no impact to the patient. Further patient info or details about the procedure could not be obtained.

Manufacturer narrative:
Report confirmed. The tool was received fractured and the tip was missing. The tool fracture was planar and perpendicular to the axis of rotation. Some discoloration was noted near the tool shoulder, indicating the shoulder had contacted metal and heated. The suspected cause of failure is that the tool was leaned to the side while not spinning. A lateral transition of 3-5° will cause tool breakage. The discoloration indicates that the tool was being used to drill pilot holes through a plate. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to monitor this complaint type for trends. (B)(4).